Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the surgeon brought the long pointer into the tracking field and the screen went blue. The surgeon opted to continue the procedure without using this instrument. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.